Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, as per report, no definitive root cause was determined. However, it is possible that the balloon burst was due to a ¿hard prep¿ of the balloon (1 cc extra volume), relatively rapid inflation of the atrion inflation device, and significant calcium (bulky) within the valve area. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral deployment of a sapien 3 valve in the aortic position, blood was noted within the atrion inflation device upon pulling negative to deflate the commander delivery system balloon. The delivery system was discarded at the hospital. As reported, it was decided use a 23mm delivery system with and additional 1cc. The team verified the amount of volume in the atrion. The procedure progressed as normal until the doctor pulled negative to deflate the balloon. The atrion quickly filled with blood indicating that the balloon had ruptured. The delivery system was removed, and under echo (tee) no injury to annulus was seen. A balloon valvuloplasty catheter (bav) was used with excellent results to post dilate as the valve was not fully expanded. Per report, a pre-procedure discussion took place regarding the large amount of bulky calcium at the annular level. A "hard prep" was not advised; instead, a nominal prep with slow inflation of the balloon was recommended.